Manufacturer narrative:
Evaluation summary: during the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon on the distal pillow, confirming the presence of a leak. Inspection confirmed a longitudinal tear on the balloon distal pillow. The device could not be inflated due to the balloon damage. A kink was present 6 cm distal to the guidewire entry port. There was no damage to the proximal pillow or the inflation lumen. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent. The device was removed from its packaging per IFU and inspected with no issues noted. Negative prep was performed successfully performed with no issues noted. The lesion was pre-dilated. During the procedure it was reported that the device could not be inflated. This occurred during the first attempt to inflate the device. The physician first replaced the inflation device and the 3-way stopcock suspecting a possible problem with them. However, the problem was not corrected. The device did not pass through a previously deployed stent and no resistance was encountered during delivery or excessive force used. A substitute stent was used to complete the procedure. No patient injury reported